Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had off no power alarm. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.